Manufacturer narrative:
D3 - MFR establishment name and address: corrected. H3 and h6 codes: updated. One used device was returned for investigation. No discrepancies related to the complaint were found during visual inspection. During the functional testing, the extension set performed within the delivery accuracy rate stated under nominal conditions. The complaint of delivery, over infusion cannot be confirmed nor replicated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D4 - lot #: possible lot numbers: 4448927, 4387687, 4453463, 6026886. E1 - initial reporter facility name: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the rate had been set to administer the medication over 46 hours, but the entire volume had been infused within 43 hours. The pump settings and the compounded drug volume had been double-checked, and everything had been correct on their end. The pump had not alarmed. The continuous infusion rate had been 3 ml/hr, with a total reservoir volume of 138 ml, all of which had been given. The status of the air detector and upstream sensor had not been changed. The infusion length had been programmed for 46 hours, but the pump had delivered it over 43 hours. The lock level had not been changed. A cstd from spiros had been used to fill the cassette, and the pump had been used to prime the extension tubing. The sku numbers for the items used during the infusion had been admin set: 21-7047-24 lot unknown (possible lots 4448927, 4387687, 4453463, 6026886) and cassette: 21-7308-24 lot unknown (possible lots 6022069, 4381266, 6005556, 6012367). The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was a patient involvement, and no patient harm/adverse event reported.